Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric flow rate accuracy test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device in question. Baxter was unable to confirm the customer allegation of a failed flow rate test due to the occurrence of a system error which prevented device testing. Upon further review of this allegation, it was concluded that the reported malfunction was reported in error and is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-11300 can be removed from the FDA database.